Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 1.2, inratio retest: 2.1. Pt target therapeutic range is 2.0-3.0.